Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: although the report of a system error code 133.6090 was confirmed during log review, the error was not reproduced during extensive laboratory testing. A review of the pcu s/n: (B)(6) log review also observed between (B)(6) 2024 at 7:18 am and (B)(6) 2024 at 7:49 am, the pcu recorded system malfunction (error 133.6090 ¿ main speaker failure) immediately after power on fifteen (15) times. Internal inspection did not find fluid ingress. One of the components (cf card) was found to be damaged; however, this finding was not identified as a contributing factor for the system error code 133.6090. The performed battery conditioning test based on the test procedure observed in service bulletin 592a, observed the battery capacity displayed within the recommended milliampere-hours(mah) range. The battery was found to be approximately 1 year old; bd recommended that the battery be replaced every two (2) years. Alaris system technical service manual (dir: 10000384608) the following is noted for the reported issue: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The battery should be replaced every two years from the initial date of installation by qualified service personnel. The pcu is shipped with the battery in a discharged condition. Before the pcu is released for use, it should be plugged into a hospital-grade ac outlet and the battery charged for at least 16 hours. This procedure ensures proper battery operation when the pcu is first set up for patient use. Leave the power cord connected to a hospital-grade ac power source whenever available. The battery is intended as a backup system. The battery should be conditioned every 12 months by qualified service personnel. Root cause: the probable root cause of the reported error code 133.6090 (main speaker failure) was not determined or replicated. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement.